Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The pump was exercised for 24 hours with no alarms and no evidence of overheating. The battery compartment is intact without evidence of moisture ingress. The black box download verified a sudden battery voltage drop on (B)(4) 2011 at 10:27 am that triggered a low battery warning and a replace battery alarm. No defects or intermitting connections were found on the internal components.

Event description:
A family member and a school nurse reported that the pump became warm and the battery became hot during use. The nurse stated that the pump emitted a low battery warning and that, when she touched it, the pump felt warm. She noted that the pump felt warm all over including the display screen. The nurse said she removed the battery and reported that it felt hot to touch. She confirmed that there were no injuries related to the temperature of the pump or battery. The nurse denied moisture or corrosion in the battery compartment. The pump was not exposed to water or cleaning products and the battery is an energizer ultimate lithium battery.